Event description:
The service and repair department documented that the vertebral body retainer; retractor knob broke. Sales consultant indicates this was discovered after the sterilization process. Sales consultant believes the cleaning process may have caused the item to break. Upon closer inspection, the tooth wheel tip was noted sheared off, a small portion of the pin of the tooth wheel remains inside the tooth wheel and the liberated portion was received as well; the fracture is observed below the cap of the tooth wheel tip. This event did not contribute to a death or injury, whether the device was misused or not. The reported instance was not an anticipated service or warranty replacement issue. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A service history review was conducted. The report indicates that no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 8-nov-2012. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Additional review was conducted. The report indicates that the customer reported the retractor knob broke. The item is not repairable. The cause of the issue is unknown. A pd evaluation was conducted. The report indicates that the vertebral body retainer item# 03.820.111 is used during the prodisc-c replacement or removal of the system. The applicable technique guides were reviewed ((B)(4)). The instrument is used with the retainer screws to anchor the retainer in the vertebral body. A clarification note is included as follows: ¿the vertebral body retainer is not intended to distract the segment as with a caspar retractor. Distraction is achieved with the vertebral distractor.¿ upon examination, the reported condition of broken knob is confirmed. The left compression ratchet was received with the thumb screw sub-assembly damaged. Upon closer inspection, the tooth wheel tip was noted sheared off, a small portion of the pin of the tooth wheel remains inside the tooth wheel and the liberated portion was received as well; the fracture is observed below the cap of the tooth wheel tip. These observations suggest that instrument was potentially exposed to a friction force/load which contributed to the fracture seen. Also it should be noted that clinically it should not be a friction load or force applied to the instrument as per technique guide force should not be applied to distract the segment, only light pretension is applied to the operative disc space with the retainer. It is likely that instrument could possibly be used as distractor which caused excessive force in the area and resulted in the fracture seen however this or other detailed information is unknown. A review of the applicable design drawings ((B)(4)) was performed. These drawings call out the appropriated dimensions, material ((B)(4) for the tooth wheel and tooth wheel tip) and finishing processes (epotech adhesive for the fitting, heat treat and passivation) for a successful instrument design in regards of the thumb screw sub-assembly; no design issues were detected at the fitting of the tooth wheel tip and the tooth wheel. The instrument design did not contribute to cause the condition seen in this complaint. In conclusion, although it is not clear how this complaint could occur, it was determined that the instrument design this not contribute to cause this complaint and this instrument is suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.